Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had system performance failure. A field service engineer replaced the hard drive hardware and identified damaged drawers with broken tracks in drawers 4.1 and 4.2. The fse replaced the affected drawers, after which the issue was resolved and normal operation was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple users were unable to log. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.